Manufacturer narrative:
Caire has been unable to obtain the unit for any further inspection or testing.

Event description:
On (B)(6) 2010, at (B)(6) nursing center, a patient was using a caire stroller portable unit when the following incident occurred; nurses responded when a resident yelled for help. Upon first arrival, nurses noted what appeared to be smoke. The nurse saw oxygen vapors coming from the portable liquid oxygen tank. The tubing to the nasal cannula was frozen. Burns were noted on both sides of the resident's neck where the frozen tubing had touched the skin. Also, the frozen tubing resting on the resident's arm caused the tissue to freeze and blanch the skin. The attending physician was notified and silvadene cream was ordered for the burn areas. Tylenol was administered for discomfort. Caire was notified of this event on (B)(6) 2010.